Event description:
A male with pulmonary disease, renal disease, cerebrovascular disease, ischemic heart disease and previous history of hypertension underwent endovascular therapy in 2008. The pt's anatomic form was not suitable for aaa repair because of an angle more than 60 degrees relative to the long axis of the aneurysm. The procedure went as labeled, but angiography confirmed a type I endoleak form the proximal neck. The endoleak was resolved by placing MFR's stent. Pt has recovered.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted, and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error in that the pt was outside of the indications for use. However, we have notified the appropriate individuals and we will continue to monitor for similar events.